Manufacturer narrative:
Date of event: exact date unknown, event occurred sometime in 2013. Implant date: explant date: 2013.

Event description:
It was reported that the patient underwent an explant procedure as the ipg was non functional. No further information has been obtained.